Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during initial drain on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and reported she connected the patient line extension prior to priming but did not verify that the patient line was fully primed prior to connecting. The technical service representative (tsr) reviewed proper procedure with the hp and cycle power to clear the alarm. The tsr had hp disconnect using aseptic procedure. Hp will start over with new supplies. No patient injury or medical intervention was reported.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate lv250 device had ruptured during patient use. The device was filled with an unknown antibiotic and then connected to the patient. Near the end of infusion, the reservoir burst. There is no report of patient injury or medical intervention. There is no additional information available.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was likely caused by the patient not properly prime the disposable set. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).